Event description:
The PICC was reported as leaking. The catheter was inserted on (B)(6) 2023. The PICC was removed and replaced by another PICC. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer report of a catheter leak could not be confirmed by visual inspection of the customer supplied photo. The images show a used catheter; however, no evidence of leaking can be observed. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A finding in regard to extension line / juncture hub separation in use was identified upon device history record review for which further investigations were initiated, but it could not be determined if this is relevant to this reported customer issue without the device sample to evaluate. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The PICC was reported as leaking. The catheter was inserted on (B)(6) 2023. The PICC was removed and replaced by another PICC. No pa tient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).